Manufacturer narrative:
The reported issue was verified and determined to be the result of a burned device coupler lens. The device coupler lens was replaced and the laser console was calibrated. The system was tested and verified to meet specification.

Event description:
Information as it was reported indicates that the no energy delivery to the fiber, no error message on display" during a procedure (patient sedated). The customer was unable to resolve the issue that occurred and the case was canceled. Patient outcome: there was no report of a patient or user injury.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced coupler lens was not returned to the manufacturer for evaluation.